Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had been alarming with nothing displayed on the screen. The infusion nurse had reported removed and reinserted the batteries with no resolution. The batteries were currently out, yet the pump had still been alarming. The batteries had been inserted again, and the pump had alarmed with error 1260. The batteries had then been removed. There was a patient involvement, but no patient harm reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.